Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight cup reamer handle cracked at the shaft. A second straight cup reamer handle was used and the case was completed successfully. There was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Reported event: customer reported that the pst reamer handle (straight) - cracked at shaft. Device evaluation and results: device evaluation was not performed and the straight cup reamer handle event was not confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11-08-12 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding cracked shaft of a catalog: 207084, lot #: 6020712, RMA #: (B)(4). Conclusions: no device inspection could be completed as the product was not available for evaluation. CAPA (B)(4) has been initiated to address missing product. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device. Device was not returned for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight cup reamer handle cracked at the shaft. A second straight cup reamer handle was used and the case was completed successfully. There was no harm to the patient.